Event description:
Baxter reported that the minicap was loose. Although the patient twisted the minicap firmly, it came off and the lead the tip to be contaminated. There was no patient injury or medical intervention reported.

Manufacturer narrative:
.